Manufacturer narrative:
Correction: a2, a3, a4, health effect - clinical code section f10.

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics, however the drugs, dosages, frequency, durations were not provided. On (B)(6) 2023, the peritoneal effluent fluid cultures returned positive for yeast (genus/species not provided) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hemodialysis (hd) catheter (not a fresenius product). The procedures will be performed as an outpatient on (B)(6) 2023, after which the patient will begin hd for rrt on (B)(6) 2023. The pdrn reported the patient will return to pd therapy once the infection has cleared. The pdrn was unable to determine the cause of the fungal peritonitis, however she stated the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics, however the drugs, dosages, frequency, durations were not provided. On (B)(6) 2023, the peritoneal effluent fluid cultures returned positive for yeast (genus/species not provided) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hemodialysis (hd) catheter (not a fresenius product). The procedures will be performed as an outpatient on (B)(6) 2023, after which the patient will begin hd for rrt on (B)(6) 2023. The pdrn reported the patient will return to pd therapy once the infection has cleared. The pdrn was unable to determine the cause of the fungal peritonitis, however she stated the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).